Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported her locked freestyle flash blood glucose meter unlocked and a battery and booklet icon on the meter's display. Upon product investigation, the meter has confirmed to exhibit the memory overwrite malfunction.